Event description:
The reporter stated the surgeon inserted a 12.5mm icm125v4 implantable collamer lens in the pt's left eye (os) and the lens tore. The icl was partly inserted and was removed with no pt injury.

Manufacturer narrative:
(B)(4).